Manufacturer narrative:
Concomitant medical devices: medical product - catalogue # 00598304033.

Event description:
It is reported that upon opening the joint line prosthesis kit, the instrument and implant were discovered to be missing from the kit, after the patient had undergone anesthesia. The surgeon was unable to complete revision surgery and the patient was awakened. The procedure was rescheduled due to the incomplete kit.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch, and to correct information concomitant medical product - headed screw 33mm length catalogue # 00598304033 lot # 63216721, pfj milling handpiece catalogue #:00592704000 lot #:12010521. There is no therapy date associated with these products as they were missing and were not used. Note that the issue with headed screw 33mm length catalogue # 00598304033 lot # 63216721 was addressed in report 0001822565-2016-02730. No product or tray was returned. The missing pfj milling handpiece was identified as part #00592704000 and lot #12010521. The issue concerns the missing of this instrument in a tray, and there is no device history record for trays as they are assembled by the distributor to match the demands from surgeons and hospitals. This device is used for treatment. A complaint history search identified no other complaint for part #00592704000 or lot #12010521. It was reported that the handpiece was actually received by the hospital and put aside by a scrub nurse but this information was not passed on to the scrub team on the surgery date. More details were requested from the theatrical care department but no response was obtained. The device supplier stated that the handpiece has not been received back for any servicing since it was manufactured and shipped in april 2012. Therefore, user error is considered as the root cause of this event.

Manufacturer narrative:
This report is a supplement to correct a reportability error in the following initial reports: 0001822565-2016-04358, 0001822565-2016-02730, 0001822565-2016-02731, 0001822565-2016-02732. The reported event was erroneously split in two complaints to separately report the missing of the patellofemoral missing handpiece (0001822565-2016-04358) and the missing screws (0001822565-2016-02730, 0001822565-2016-02731, 0001822565-2016-02732). The proper submission related to the reported event can be found in this report, 0001822565-2016-04358-2. No product or tray was returned. The missing pfj milling handpiece was identified as part #00592704000 and lot #12010521. There is no device history record for trays as they are assembled by the distributor to match the demands from surgeons and hospitals. This device is used for treatment. A complaint history search identified no other complaint for lot #12010521 or lot #63216721. It was reported that the handpiece was actually received by the hospital and put aside by a scrub nurse but this information was not passed on to the scrub team on the surgery date. The device supplier stated that the handpiece has not been received back for any servicing since it was manufactured and shipped in april 2012. Tracking of the loaner kit bill of material identified that the screws were not originally booked for the kit that was dispatched to the hospital. The reporter confirmed that the screws were missing from the loaner kit when it was sent but they were sent to and received at the hospital at a later date. More details were requested from the theatrical care department but no response was obtained. The missing of the screws is considered to have been caused by a distribution error whereas the missing of the milling handpiece is considered to have been caused by user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.